Event description:
It was reported that revision surgery was performed due to loosening of the tibial component. The cement did not completely adhere to the tibial component. Initial implantation was in (B)(6) 2005, and the revision was performed (B)(6), 2008.